Event description:
It was reported that the patient presented remotely via telephone. Upon review of transmission it was noted that the insertable cardiac monitor (icm) failed to record atrial-fibrillation due to under sensing. Further information was requested but not received.